Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. The t:slim g4 pump user guide states: your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time.

Event description:
It was reported that an unspecified malfunction occurred after swimming with the pump. Customer's blood glucose level was 130 mg/dl. Reportedly, the customer had insulin pens as alternate insulin therapy.